Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had wear, corrosion, scratching, discoloration, and mechanical damage. Additionally, force testing was unable to be performed as it was impossible to retract the rod. No patient harm was reported.